Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Troubleshooting was performed. Customer stated they see fluid under the liquid crystal display. Customer stated the insulin pump was dropped. Customer stated there were not cracks in the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w unknown. Retainer ring black. Case type: ngp. Customer returned pump for alleged exposure to moisture on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate the power management graph or confirmed battery related alarms due to blank display. Insulin pump was cut open to perform visual inspection and found corroded pcba1, pcba2, force sensor, and motor home switch. The original pcba 2 was installed and swapped out with a working test pcba 1, the pump had blank display. The original pcba 1 was installed and swapped out with a working test pcba 2, the pump had blank display. Blank display due to corroded electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Blank display was confirmed during analysis due to corroded electronic assembly. Exposed to moisture was confirmed. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.